Event description:
It was reported that the device screen was slow to turn on when the user wore the ilet inside the waistband, where pressure on the sleep/wake button and perspiration were noted. Symptoms included no adverse clinical effects. Outcomes included no alarms and no impact to blood glucose. Investigation included troubleshooting and user education. Investigation of this case revealed that the behavior was consistent with inadvertent button depression due to placement and pressure on the sleep/wake button. It was concluded, based on previously established findings for similar reports, that user technique contributed, and proper device placement with use of the external clip was advised.